Event description:
It was reported that the smiths medical pump alarmed no disposable clamp tubing. One air bubble was noted. The patient was not affected. Pump settings: res vol: 12.5ml, rate 1 ml/hr, given 83.55 ml. No additional information available.